Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 16271487-2017-06911 it was reported lead diagnostics revealed multiple invalid impedances. The patient underwent surgical intervention on (B)(6) 2017 where the lead and extension were removed and replaced. Postoperatively the patient is receiving effective therapy.